Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer response was reported his son has a mental illness and does not remember how to use the pump or what the settings should be customer's outcome pertaining to the complaint was advised that he should contact the health care professional to get the updated settings, and customer will call back when his son comes home and we will troubleshoot the high blood glucose. The product was not returned for analysis.